Event description:
Additional information: the patient experienced a lack of pain control. Per the hcp reporter, "scar tissue occluded the catheter by external force". The patient outcome was reported as no injury. Per another reporter, following the revision, it was believed the patient was receiving adequate therapy.

Event description:
A change in therapy effect since approx. 6 weeks was reported. It was further added that the actual residual volume was greater than the expected residual volume. It was stated that the reservoir was full. A catheter revision was indicated to have been performed and it was stated that some air bubbles were aspirated from the catheter. The catheter was uncoiled from behind the pump and then had good backflow. The sc connector looked to be connected correctly, it was disconnected and reconnected. They reconnected the sc connector and were able to aspirate through the cap (catheter access port) with no issues. Drug delivered via the device was prialt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer 8835, serial# (B)(4), catheter model: 8709sc, lot# n309743002, implanted: 2011 (B)(6), explanted: unk; catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information received reported that patient experienced inadequate therapy.